Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that he believed the insulin pump was not delivering insulin based on recent hospitalization and blood glucose levels not moving as he thought they should. Customer's blood glucose level was 238 mg/dl. While in the hospital the customer was not using the insulin pump. The displacement test and self-test passed. The customer was hospitalized on (B)(6) 2015 for a diabetic ketoacidosis. The insulin pump alarmed low reservoir. The customer experienced vomiting and nausea. Customer's blood glucose level was 469 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.